Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels over 500 mg/dl. The mother also stated that the customer may have had the flu. Both the mother and doctor felt that the insulin pump was functioning properly and did not feel the need to troubleshoot. Nothing further was reported.